Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys (B)(6) immunoassay results for one patient that had previous (B)(6) results. The initial result was (B)(6) and the repeat result was (B)(6). These results were reported outside of the laboratory and were suspected by the doctor. As the patient had been diagnosed as (B)(6) based on results from (B)(6) 2016, the customer sent the same sample for (B)(6) confirmation with neutralization and repeat (B)(6) testing in another laboratory. On (B)(6) 2018, the (B)(6) confirmatory test was (B)(6) and the repeat (B)(6) test was (B)(6). When the customer received the confirmatory result, they changed the reported result to (B)(6). There was no allegation of an adverse event. As part of troubleshooting, another sample from the patient and tested on (B)(6) 2018. The (B)(6) result was (B)(6). The customer used cobas 6000 e 601 module serial number (B)(4).

Manufacturer narrative:
Samples from the patient were submitted for investigation. The customer's (B)(6) results and (B)(6) results could be reproduced with both samples. Based on the results, the patient most likely had an early (B)(6) infection. The investigation was unable to find a definitive root cause.